Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms. Fluoroscopy revealed a lead fracture as a result of subclavian crush. Therefore, a revision procedure was performed and the lead was removed from service without further incident.